Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Consultant reported during an open reduction internal fixation (orif) ankle procedure on (B)(6) 2013, the plate cutter tip broke off at the hinge area. This instrument is typically used at the back table. All pieces of the instrument were recovered, and are available to return. The surgeon used another plate cutter to complete the procedure. No reported extension of procedure time due to the broken instrument; no reported harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The hardness and the relevant dimensions were checked and no deviation was found. No manufacturing related fault could be detected.